Event description:
Boston scientific received information that the patient implanted with this device endured throat surgery. The device was programmed to monitor only, however, the device was programmed in normal brady with noise response in voo. During electrocautery, while watching the aterial line, no heart beat was noted and a drop in blood pressure was observed. Technical services discussed that although the noise response was programmed to voo, often the electrocautery is not seen as noise, however, as ventricular fibrillation (vf), therefore inhibiting. Additional information was sought from the local area sales representative, however, at this time, additional information was unavailable. No further complications were reported.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.